Event description:
A customer reported to beckman coulter inc (bec) that there was a leak at the wash truck of coulter lh500 hematology analyzer. The customer also stated they were getting "backwash not performed" errors, and manual mode probe wipe was not moving all the way to the top. The user was wearing ppe consisting of a lab coat, eye protection, and gloves at the time of incident. No one came in contact with the fluid. There was no report of injury, exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place. There was no impact to patient samples or results. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
Field service engineer (fse) found that the manual mode probe was bent. This was not allowing the probe in manual mode to move all the way up, causing it to leak and to generate "backwash not performed" errors. The fse straightened out the probe. The fse also corrected the problem with tube not forward errors by cleaning dead plate. The fse verified the repairs per the established procedures. Blood, controls, diluent or clenz (cleaner) can be present at the manual mode probe of the instrument. Root cause of the leak is that the manual mode probe of the instrument was bent. (B)(4).